Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient seen in clinic about 2 weeks after treatment with a 2cm x 2cm ulcer in left axilla. Oral antibiotics prescribed with wound care (unspecified). Full recovery expected.